Event description:
Information received from the field notes inappropriate measured data for event and heart rate histogram. All counts were in the 150-200 and >200 bins. The patient was not pacemaker dependent.